Event description:
Boston scientific (formerly guidant) received info that this pt had an abdominal aortic aneurysm rupture. Conversion to open repair was successfully performed. The ancure endograft was explanted and no additional adverse pt effects were reported.

Manufacturer narrative:
The ancure endograft was not returned. No additional info is available at this time. If additional info becomes available, this report will be updated.